Event description:
It was reported that in preparation for a coronary drug eluting stenting treatment procedure, tip damage was noted. When the 2.25x20mm taxus express2 atom drug eluting stent was removed from the package, the tip of the delivery system appeared to be sheared off. The procedure was completed with another taxus express2 atom drug eluting stent. No patient complications or injuries occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).